Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall 3-4 weeks prior to the report, the patient experienced increased pain in the low back up to the shoulder blades which was new and different from that which was previously experienced. The patient experienced the pain whether the device was on or off. The patient's status was reported as fair. The patient was scheduled to see their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.